Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. The rv lead had high capture thresholds and decreased r-waves. During the revision the helix would not advance so the rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of high pacing threshold and r-wave amp variation were not confirmed while the reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix retracted clogged with blood/tissue. Once cleaned the helix was able to extend and retract. The helix extension length was within specification. Electrical, x-ray, and visual inspection found no anomalies. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.